Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred approximately 20 minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was visually observed in the dialysate compartment of the dialyzer; the nurse stated there was a spot of blood on the fibers. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used to test for the presence of blood, and they tested positive. There was no reported damage identified on the dialyzer. After the machine alarmed, treatment was halted and the patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 250 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being set up with new supplies on a different machine. The complaint device was retained by the user facility and is available to be sent back to the manufacturer for a physical evaluation.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. Blood was noted throughout the returned dialyzer. The returned sample was subjected to a laboratory bubble point test. An internal leak was detected as a steady flow of bubbles was observed to emanate from the non-cavity ID end potting cut surface at approximately 160 degrees with the dialysate ports at 0 degrees. The dialyzer was then subjected to destructive disassembly for further visual examination and fiber isolation. A fiber fragment was identified at approximately 160 degrees on the non-cavity ID end. The fragment was immeasurable as it was nearly flush with the inferior side of the pu surface. The opposing end of the broken fiber was found within close proximity on the same end. Further examination of the fiber bundle did not identify any damage or irregularities; specifically, loose fiber fragments, kinked fibers, or broken fibers. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was able to confirm the reported event.